Event description:
The complainant reported a patient was on an automated impella controller (aic) for mechanical circulatory support. The automated impella controller experienced a controller error yellow alarm. No clinical details regarding resolution or patient involvement/condition were provided. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console (ic7368) was sent back for further investigation. The root cause of the intermittent opm communication data and the controller error is likely due to a faulty u21 component. This report is being filed as part of a retrospective review of historical records.